Manufacturer narrative:
The reported rapid battery depletion to eol was confirmed in the laboratory. A sudden voltage drop from above eri to below eol was seen on the battery trend and could not be explained. The original battery was returned to the vender for further evaluation and no anomaly was found. The cause of the rapid battery depletion could not be determined.

Event description:
It was reported that a patient presented for routine check up, unexpected eol battery voltage was observed. The device was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.